Manufacturer narrative:
The customer's reported event was that the product was used and it was noticed that the mesh is too big by the surgeon. He compared it to a size 6. It was an isolated case; they have others products of this reference and this lot number which have never showed a similar problem. There was aesthetical damage, another harvest graft was required to have a good mesh. One carrier was returned in a sealed pouch. The carrier had a tear almost completely across the width. No other obvious damage or modifications. Incoming visual inspection was performed on (B)(6) 2017. The returned device had been used. This was verified with the imprint of the diamond knurl from the meshgraft ratchet roller (p/n 06-0018-101-52) on the derma carrier. The diamond knurl on this roller is needed to grab and hold the smooth side of the derma carrier as it is ratcheted through the mesher. Examination under digital magnification found that the derma carrier had been installed and used incorrectly. Diamond knurl of the ratchet had been impressed on the cutting (protruding ribs) side of the carrier. This was verified under digital magnification finding that the diamond impressions were all across the cutting ribs and not on the smooth side. This was concluded since there were no knurl marks in the furrows between the ribs. This indicates that the carrier was placed upside down on the mesher. The customer's reported event was confirmed. The dermacarrier as used provided an unusable graft. The cause for this unusable graft was user error. The dermacarrier was placed onto the mesher upside down.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that an excision-graft was necessary after a burn of the left knee internal face and the forearms dorsal side. The surgeon noticed the mesh was too big comparing it to a size 6 and an additional harvest graft was required. Surgeon believes this is an isolated case as other products with this lot number have never been shown to have a similar problem. Additional information received january 3, 2017 clarified that event took place during surgery and the patient had esthetical damage due to the first mesh being too big and an additional graft being taken. Further additional information received january 10, 2017 stated there was a delay in surgery; however, it was only a minimal amount of time for them to collect an additional harvest and take a new mesh with an alternate dermacarrier.

Manufacturer narrative:
(B)(4).